Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder® bifurcated endoprostheses. On (B)(6) 2014, the patient was admitted to the emergency room reportedly to treat cracked ribs due to a fall that occurred earlier that day. The same day, imaging was performed, showing the all four of the gore excluder® bifurcated endoprostheses had migrated distally approximately 10cm. A proximal type I endoleak was reportedly identified due to the migration and the most proximal device (pct281418/033030508) was now located within the aneurysm sac. It was also reported aneurysm enlargement of an unknown amount was identified. The physician attributes the migration of the devices to the patients fall and a short proximal aortic neck (length unknown). It was reported an open surgical repair of the aneurysm will be performed and all four devices will be explanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: percocet, xanax, simvastatin, and flomax.

Manufacturer narrative:
Additional devices implanted and involved: pcl161207/030571808, pcc161200/03030476, and pcc161000/03030633.

Event description:
It was reported the patient did not undergo the open repair. It is unknown when the patient will have the explant procedure.